Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01583. It was reported the midline incision began to drain fluid. Physician inspected the wound on (B)(6) 2019 and noted the internal stitching was coming out. Physician cleaned and dressed the wound. On (B)(6) 2019, the physician performed an incision procedure to clean up the site as the wound did not heal. A culture revealed that staph was present and the patient was provided oral antibiotics. No product was removed, and therapy was confirmed post-op. Issue has resolved.

Event description:
Reference MFR report: 3006705815-2019-01583. Based on information obtained, the patient is still experiencing draining and infection at the wound. Patient was re-cultured showing staph infection present. Patient was prescribed oral antibiotics. Doctor states wound is healing.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional related manufacturer reference number: 3006705815-2020-01532.

Event description:
Reportedly, the patient's wound was not healing appropriately. As a result, the patient underwent an additional surgery on (B)(6) 2019 to clean out tissue near the midline wound. Therapy was reestablished post-operatively.

Event description:
Reference MFR report: 3006705815-2019-01583. Based on information obtained, the infection has resolved. The patient's wound has healed but it is not fully closed. Wound is being monitored by wound group until fully closed.

Event description:
Based on information obtained, the patient's wound had healed and closed. At a later time, the patient's midline incision wound re-opened and there was drainage from the incision site. As a result, additional surgical intervention may occur.

Event description:
Additional information was received that the wound did not heal. A wound vacuum was used, antibiotics were administered, and surgical intervention occurred to explant the leads and anchors.

Event description:
Additional information was received that the wound has healed.

Event description:
Device 2 of 2, reference MFR report: 3006705815-2019-01583.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. "Consumer" has been checked.

Event description:
Additional information was received that the infection healed and the issue resolved.